Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern), a non-penumbra introducer sheath, and a guidewire. During the procedure, while advancing the lantern, the physician observed under fluoroscopy that the last two centimeters of the distal segment of the lantern was fractured. The physician then used a snare device to successfully remove the fractured segment of the lantern. The procedure was completed using a new lantern and the same introducer sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra quality specialist indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.